Event description:
Pt purchased denture adhesive in 5/94. She had been wearing a partial plate for about 10 yrs. The plate broke, & while she was waiting for it to be repaired, she used the adhesive to hold her dentures in place. She began experiencing shortness of breath, light-headedness, feeling of faintness, surgery for a deviated septum in 12/94. She said she had been to more than one dr trying to resolve her problem, & she has endured much pain & suffering. She has been unable to work for about a yr & has incurred $10,000 in med bills. She said she knew she was allergic to sulfur, but the adhesive's label did not show it contained sulfur. When she discontinued using the product, her problems disappeared.